Manufacturer narrative:
The technician replaced the external alarm to resolve the issue.

Event description:
The technician alleged the bed exit alarm is very quiet when it goes off. No patient impact.